Manufacturer narrative:
Other relevant device(s) are: product ID: ev olutpro-29-us, serial/lot #: (B)(4), ubd: 10-apr-2020, UDI#: (B)(4). Product analysis: the valve remains implanted and the dcs was discarded, therefore no product analysis can be performed. Conclusion: dislodgement of an implanted valve due to interference with the delivery system nose cone is typically related to procedural and technical factors. The device instructions for use (IFU) instructs the user to confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis under fluoroscopic guidance, then to withdraw the catheter to the aorta while maintaining guidewire position. Without review of procedural imaging, the reported event could not be further assessed or confirmed. There was no information to suggest a device quality deficiency related to this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was dislodged due to the nose cone of the delivery catheter system (dcs) catching the inflow potion of the valve. Subsequently, a second valve was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.